Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing noise which led to pacing inhibition for about four seconds. The patient did not experience any dizziness or syncope during this time. No intervention has been performed and the pacemaker remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information provided by the field indicates the patient experienced dizziness and had a syncopal episode as a result of the pacing inhibition. A review of the device data also indicated there was loss of capture on the right ventricular channel. The pacemaker was reprogrammed and remains implanted and in service. No additional adverse patient effects were reported.